Manufacturer narrative:
At the time of this report, the generator is being analyzed. A supplemental report will be submitted once the investigation is complete. (B)(4).

Event description:
A pt was to undergo rfa to treat barrett's esophagus. After sizing the esophagus without incident, the physician wanted to treat only the distal 6 cm. Since the diameter (as measured by the sizing balloon) of the esophagus in the distal segment was larger than in the proximal esophagus, the doctor chose to use a larger balloon than recommended, although the MFR's rep noted that it was not in accordance with the instructions for use. This was the first pt on which this generator was used and the balloon catheter did not appear to expand appropriately after the foot pedal was depressed. A second balloon catheter was then attempted with the same result as well as an error message after ablation was attempted. No harm was done wo the pt, who was subsequently treated with argon plasma coagulation (apc). The pt is scheduled to come back for rfa treatment at a later date.